Event description:
Customer reported the AED prompted the user to "check pads" while being used in a rescue. Additional information about the event and patient outcome has been requested.

Manufacturer narrative:
Device manufacture date changed to 08/31/2007. Usage of device changed to reuse. Evaluation: although requested, the customer didn't provide any additional information about the reported event or the patient's outcome. The AED was returned to csc and multiple tests and inspections including impedance tests, measurements of internal components, and inspections were performed. Impedance testing was performed to confirm the AED could accurately detect impedance within the human impedance range. The device successfully passed all impedance tests. The AED was opened and measurements of internal components that could impact the patient impedance circuit found no problems. Visual inspection of the main pcba didn't identify any problems. The AED was used in a simulated rescue with a defibrillator analyzer in an attempt to recreate the reported problem. The AED performed as designed during the simulation and successfully delivered shocks into the analyzer. The customer's reported problem wasn't duplicated under normal conditions and the AED performed as designed during the investigation. Data downloaded from the AED found the device was used in another rescue 5 days after the event reported to csc. No problems with the subsequent rescue were reported by the customer and the AED remained in service until it was sent to csc for evaluation. After evaluation the AED was serviced and returned to the customer.

Event description:
Customer reported the AED prompted the user to "check pads" while being used in a rescue. Additional information about the event and patient outcome has been requested.